Event description:
Two external proficiency samples with discrepant troponin t results. Initial testing occurred in 2007. Repeat testing occurred one month later. External proficiency sample 1: initial result gave 0.036 ng/ml; repeat gave 0.047 ng/ml. External proficiency sample 2: initial result gave 5.06 ng/ml; repeat gave 6.46 ng/ml. The field service representative was unable to determine the cause of the discrepancy. Performance tests were performed which were within specification.